Event description:
Dealer stated that the end user was thrown from her tdxsp power chair when it took off on her. User reported that it rammed her into a storage bin, causing her to sustain a 6 inch gash in her left leg and a sore wrist. Medical intervention not mentioned.